Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution set was damaged and there was no flow through the set. This issue was further described as, ¿not solution flow, medication could not be infused¿. This event occurred during infusion at the pediatric intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.